Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the pulse generator exhibited inappropriate mode switched caused by far-r oversensing. It was also noted that the p waves were also very low. Programming changes were discussed. No patient symptoms were reported.